Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited rising shock lead impedance measurements and was at 118 ohms. At a follow up visit approximately 6 months later, shock impedances continued to rise and a high out-of-range shock impedance measurement of 140 ohms was noted in office. Technical services (ts) suggested testing with commanded 41j shock if impedance remain around 140 ohms. The field representative noted that a vector breakdown suggested the distal coil was the likely cause of the high impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited rising shock lead impedance measurements and was at 118 ohms. At a follow up visit approximately 6 months later, shock impedances continued to rise and a high out-of-range shock impedance measurement of 140 ohms was noted in office. Technical services (ts) suggested testing with commanded 41j shock if impedance remain around 140 ohms. The field representative noted that a vector breakdown suggested the distal coil was the likely cause of the high impedance measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit rising shock impedance measurements. A vector breakdown revealed high out-of-range shock impedance measurements in the 140 ohms range for rv-to-can and rv-to-ra (right atrial). Commanded shocks were performed to assess shock impedance measurements. This rv lead remains in service. No additional adverse patient effects were reported.